Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred during bolus delivery. During system check with tandem technical support, it was confirmed that occlusions were related to the cartridge. Customer changed cartridge to address occlusion alarms and resumed insulin delivery. Customer¿s blood glucose level was 168 mg/dl.